Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 126 mg/dl (aviva system 1)and 47 mg/dl (aviva system 2). The same strip lot was used on both systems, however, different vials were used. The customer had hypoglycemic symptoms of sweating and weakness at the time of the results. The customer self-treated with fruit juice. No further treatment was necessary. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for aviva system 1. Reference medwatch with patient identifier (B)(6) for aviva system 2.